Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited episodes of noise over-sensing resulting in inappropriate anti-tachycardia pacing. The noise was able to be reproduced. On (B)(6) 2019 the patient's lead was capped and replaced. The patient was recovering.